Manufacturer narrative:
The unit was unable to perform the displacement test due to a missing retainer. Unit passed the rewind test, prime/seating test and basic occlusion test. Sleep current measurement and active current measurement within specifications. Power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected low battery alarm was noted during testing. The following physical damage was noted: missing reservoir tube o-ring, scratched case, cracked keypad overlay at select button and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump battery would be empty one to two times per day. However, when the customer removes the battery and reinserts it, the battery displays as full. The insulin pump was returned for analysis.